Manufacturer narrative:
Evaluation: visual inspection. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve is not operating within acceptable tolerances. Results: first we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 valve was slightly out of tolerance, but all other specifications were met. The opening pressure of the progav 2.0 was slightly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve was operating in an over-drainage state at the time of our investigation. A "non-adjustability" could not be determined. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
A section: height 110 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2015 with a progav. There was suspected over-drainage. A revision was performed on 16jul2019 due to drainage and non-adjustability.